Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states during the resection of the distal femur, the doctor used the product "attune distal femoral jig" and he tried to keep it temporary following the surgical technique by using two nuts (pines) in the product base. When the doctor put the nuts it was a problem with some pieces due to they fell off and the doctor had to removed them the investigation could not confirm whether the device was delivered with the bushings assembled incorrectly or correctly. (B)(4) for those manufactured incorrectly and (B)(4) was initiated for those parts which were manufactured correctly and can be referenced for further details. The complaint shall be closed to CAPA; entered into the complaints database and monitored through trend analysis. If further information is received the complaint will be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the resection of the distal femur, the doctor used the product "attune distal femoral jig" and he tried to keep it temporary following the surgical technique by using two nuts (pines) in the product base. When the doctor put the nuts it was a problem with some pieces due to they fell off and the doctor had to removed them.